Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert for nexgen cr-flex and lps-flex gender solution femoral (gsf) components, poor range of motion and instability are known adverse effect of this procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices ¿ nexgen cr-flex prolong articular surface 14mm, catalog #: 00595203014, lot #: 62045461; nexgen standard all poly patella 32mm, catalog #: 00597206632, lot #: 62311934. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it still remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2019-00720, 0001822565-2019-00722. Device evaluated by MFR: investigation incomplete.

Event description:
It is reported that the patient began experiencing knee buckling, hyperextension as well as not being able to bend the knee all the way approximately four (4) years following right knee arthroplasty. No additional patient consequences were reported.